Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, using subclavian access, a kink was noted in the gore dryseal sheath approximately 8 cm from the sheath tip. The sheath was exchanged and the procedure was successfully completed. No adverse patient effects were reported. It was reported that the subclavian artery was large and tortuous with a steep bend approximately 5 cm from the point of insertion into the ascending aorta. Pe 701198774 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).